Event description:
The aptient was taking an unspecified insulin for treatment of an unknown indication since an unknown time. On an unknown time, the humapen ergo teal/clear cartridge holder was reported to have one engagement tab broken. This humapen ergo teal/clear cartridge holder is associated with cid00375780. The patient operated the device. It is unknown if the patient was trained. The patient has used this device model for an unknown time perior. The device did not return to the company. It is unknown if humapen ergo teal/clear cartridge holder is continuing. Attempted to obtain lot/control number information unknown. Device did not return.